Event description:
The target lesion was in the proximal and mid left anterior descending coronary arteries. The lesion was a de novo, slightly calcified but not tortuous with a 95% stenosis. After intravascular ultrasound was conducted; a cypher (3.5/23mm) was delivered to the target lesion for implantation. While inflating the balloon, the physician noted contrast medium leakage at 10atm from the tip of the balloon. It was also during the balloon inflation that a dissection of around 2cm occurred at the distal end of the stent. A different cypher (3.0/18mm) was implanted at the dissection site overlapping the initially implanted cypher. Additionally, a bms (2.25/14mm: driver) was implanted at the distal end because of plaque shifted to the distal end, which occluded the vessel. According to the physician, the dissection may have occurred because the balloon or the stent touched the vessel wall.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation, but has not yet been received. Additional information will be submitted within thirty days upon receipt.